Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery (cfa) contralateral crossover approach to reach the target lesion located in the superficial femoral artery (sfa). After a non-bsc guidewire was advanced to cross the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was selected for use and advanced for dilation. However, upon the first inflation, the balloon ruptured at 10 atmospheres. The balloon was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.